Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 190 mg/dl. The customer stated that the button error had occurred a week prior to the phone call. The customer had removed the battery which seemed to have resolved the issue. But, the day of the phone call, the insulin pump alarmed button error again. The buttons were unresponsive. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, broken battery tube threads, cracked reservoir tube and cracked reservoir tube lip.